Event description:
The user faculty reported that radial to peripheral cases resulted in a significant aortic dissection from the heart to the distal aorta. It is unclear if the glidewire advantage was the cause of the dissection. The equipment used included the glidewire advantage, 400 stiff angle glide, 119cm destination slender, and 200cm navicross. The dissection was not noticed during the procedure, but the patient later required open surgery and experienced shutdown of the opposite leg. Blood loss was less than 250cc. The reported event resulted in patient injury and required medical or surgical intervention. Surgery was necessary to repair the total aortic dissection and the clotted left leg. The event occurred post-operatively.

Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. A historical investigation of the product with the product code/lot# involved was conducted. However, since the lot# was unknown, the manufacturing record and the shipping inspection record could not be investigated. Additionally, the past complaint file could not be reviewed due to the unknown lot#. Since the lot# was unknown, historical investigation could not be performed. In addition, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following controls. The outer diameter of this product is controlled. In the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly in the appearance. The instructions for use (IFU) of this product includes the following warning. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. For information regarding the importer report for this event, please refer to section h10.